Manufacturer narrative:
Additional narrative: a product evaluation was performed. The investigation of the complaint articles indicates that: upon receipt of the plate it was seen that the distal locking hole of the device has nicks and scratches around it on the plate surface and shows distorted threading in the hole. The screw related to this complaint was not returned. The drawing for this part ((B)(4)) was reviewed and the dimensions, materials, and finishing processes are appropriate for this implant. It is not known what caused this failure, although excessive tightening (over torquing) of the screw would lead to this complaint, in addition the condition of the screw maybe have contributed to this complaint however it was not returned and therefore is an unknown variable. This complaint is confirmed, however the design of this device was found to be adequate for its intended use. The likely root cause is over torquing of the screw during insertion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was being implanted with a 3.5mm variable angle (va) locking compression plate (lcp) proximal tibia plate. While the surgeon was inserting the final 3.5mm va locking screw into the plate, the screw reportedly did not engage properly with the hole on the plate and became stuck between the plate and the bone. All of the implanted screws and the plate had to be removed in order to remove the implicated screw. Another plate was used and the procedure was completed successfully. No issues were identified with any of the other screws. There was a surgical delay of 20 minutes associated with this event. No patient harm or fragmenting was reported. Patient status outcome was reported to be good and procedure was successfully completed. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device name: hwc. Nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.